Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a diagnostic procedure using a 6f sheath. Reportedly, the knot of the proglide was unable to be fully advanced so hemostasis was not achieved. Another proglide device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.